Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall power adapter was damaged and unable to charge the pump. There was no impact to the customer's blood glucose level. Reportedly, customer successfully charged the pump with an alternate wall power adapter.